Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (50 mg/dl). Customer took glucose tablets and consumed granola to treat low blood glucose. Customer healthcare provider recommended adjustment to the pump correction factor to address the issue.